Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A taxus express2 2.5x8mm drug eluting stent was implanted in the left anterior descending (lad) artery approximately six months earlier. The 90% restenosed lesion was located in the taxus stent in the moderately tortuous lad. Ivus was used during the procedure. It was not specified how the restenosis was treated. No further pt complications were reported. Additional info was requested but is unavailable.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Because the batch number is unknown, the manufacturing records could not be reviewed. The most probable root cause of this complaint is anticipated procedural complication as the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.